Event description:
The recipient is reportedly experiencing pain with stimulation. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.  This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.